Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high results from a coaguchek pro meter. The meter serial number was requested but was not provided. The result from the meter was 4.9 inr and the result from a venous sample was 3.7 inr. The customer repeated testing with "very similar results". No specific data was provided. There was no allegation of an adverse event.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.